Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the pump history was reviewed and showed multiple call service alarms on (B)(6) 2013. The pump booted on with audio/vibration features and a fully illuminated display screen. The pump rewind, load, and prime steps were performed with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms. The pump was opened for investigation and no evidence of moisture or corrosion was found inside the pump. The transceiver flex was intact and secure to printed circuit board with no cracks. The software processor was able to be uploaded onto the pump. The call service issue was observed in the history but was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a call service alarm after the battery was changed more often than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.